Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex and physioneal, unspecified product (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by general abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The reporter considered the severity of the sterile peritonitis to be "mild". On (B)(6) 2011, the patient received vancomycin ip (ongoing for 14 days) and amikacin ip (ongoing for 14 days); doses and frequencies were not reported. On (B)(6) 2011, the cloudy effluent cleared and the event was considered resolved. On an unreported date, extraneal therapy was discontinued. Physioneal and antibiotic therapies were ongoing. Per the physician, the patient improved specifically with the discontinuation of extraneal. Physioneal was not considered suspect. Extraneal was not reintroduced. The physician stated the event of sterile peritonitis was probably related to extraneal.